Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Reportedly, the customer was using a non-tandem charging cable and non-tandem wall power adapter in an attempt to charge the pump. The pump charged successfully after the customer used a 2nd charging cable and wall power adapter. Additionally, it was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Customer administered a manual insulin injection to address bg. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.